Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including device, lot code, x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the above listed pca acetabular shell, insert, and femoral head were explanted due to osteolysis and loosening of the acetabular shell. The surgeon implanted a depuy acetabular component and a new pca femoral head 36 mm +10 #6280-0-336 (lot 8t6273).